Manufacturer narrative:
The technician replaced the head up and down valves to repair the bed.

Event description:
Info received indicates the head section is drifting from 30 to 20 degree in an hour.